Manufacturer narrative:
Customer complaint of premature discharge of battery was not confirmed.customer complaint of loss of capture was not confirmed.device was received with battery voltage being at end of service level. Device was programmed to high field settings. Analysis of device was performed, no anomaly was noted. Output measurement was performed after battery replacement and revealed no anomaly found. Longevity assessment was performed and device¿s implanted duration exceeded projected longevity and is considered normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, loss of capture was noted on the device. The physician alleges that the cause of the event was due to premature battery depletion. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.